Event description:
Customer reported that when using the bci bnp kit the api pt cardiac marker samples 50r-cm-01 through cm-05 failed high. First api ran on (B)(6) 2014 on lot #329599. First api survey, the customer felt was most likely not run within the time frame expected, was at room temperature too long. Second api survey ordered, all samples failed the survey.

Manufacturer narrative:
This issue is being addressed under (B)(4). Investigation pending.